Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, bone and tissue damage, and elevated levels of cobalt and chromium.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation alleges that the patient suffers from pain, bone and tissue damage, and elevated levels of cobalt and chromium. Update 6/28/13 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Update: 3/11/2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. This complaint was updated on: 03/25/2014. Update rec'd 12/12/2014- medical records received. Patient was revised to address metal wear and osteolysis. Upon revision, metal stained joint fluid was noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on 1/6/2015.